Event description:
A device was used during a low anterior resection. After firing the device, it would not release from the tissue. The surgeon inspected the anastomosis and found that the device did not completely cut the tissue. Another device was used to remove the device and reanastomose the tissue. There were no other consequences to the pt.